Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The technical support engineer (tse) guided to the customer to reseat the endoscope in order to resolve the issue. When the endoscope was reseated, the endoscope was working properly with intuitive motion and correct image on endoscope. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause may be attributed to improper customer setup. Based on tse notes, the system issue was resolved by reseating the endoscope and performing a secondary target.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the 30-degree endoscope plus image was inverted and moved non-intuitively. The technical support engineer (tse) advised the customer to redock or reposition the camera universal surgical manipulator (usm), when possible. The customer undocked all usms and performed a secondary target. After targeting again, the surgeon was able to resume the procedure with intuitive motion. The procedure was completed as planned with no reported injury.